Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the contact loaded 300 units of insulin into the cartridge; however, the insulin gauge appeared to be depleting faster than normal, even though the customer had been delivering the usual amount of insulin. The customer's blood glucose level was 220 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.